Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had extremely heavy periods passing large clots. She underwent a dilation and curettage, a novasure ablation but neither of them helped. A hysterectomy was done 4 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion. Given the nature of this event, the lack of an alternative explanation, and since the event resolved after essure removal, a causal relationship with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0667, awareness date 18-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. On unspecified date she began having headaches, joint pain, brain fog, abdominal pains, extremely heavy periods passing large clots, irregular periods and gained 30 lbs. She was put on a birth control pill to try to regulate her periods, but it didn't help. In (B)(6) 2014 d&c (interpreted as dilation and curettage) was performed and in (B)(6) 2014 novasure ablation was done. Neither of them helped. On (B)(6) 2015 she finally underwent a hysterectomy. Her symptoms have all disappeared since having essure removed. The weight was finally coming off slowly and she was regaining her life back. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had extremely heavy periods passing large clots. She underwent a dilation and curettage, a novasure ablation but neither of them helped. A hysterectomy was done 4 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion. Given the nature of this event, the lack of an alternative explanation, and since the event resolved after essure removal, a causal relationship with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention. A product technical analysis has been requested.